Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified damage to the rim face of the liner. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that the patient underwent a revision procedure due to dislocation. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 650-0831. Item name: delta cer fm hd 028/0mm 12/14. Lot #: unknown. G2: foreign: switzerland. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional information provided indicates the initial surgery date. Product information was also confirmed. Medical records were not provided. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause unchanged. This complaint is confirmed, based on the additional provided report of poly wear, which was noted to the rim face of the liner if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d10 01.00551.302, item name: fitmor hip stem b ext offs s2, lot#: 2476252.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional information was provided that the revision occurred due to poly wear. Poly wear and damage was noted to the returned liner. One of the possible causes of the damage to the liner could be from a dislocation, however this could not be confirmed and is one of many possible causes resulting in the damaged noted. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause unchanged. This complaint is confirmed, based on the additional provided report of poly wear, which was noted to the rim face of the liner. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure due to poly wear. There is no additional information available at the time of this report.